Event description:
Revision surgery - the patient had a tsa done in 2004. The patient complained of shoulder pain s/p recent fall. Upon review of x-rays, it was determined the glenoid loosened. The implants were removed and patient was converted to a reverse shoulder prosthesis.